Event description:
A cartridge alarm was reported, which did not adversely impact the customer's blood glucose level. Technical support decided to replace the pump, as the customer had experienced consecutive cartridge alarms. The customer was informed that they would receive a replacement pump with updated software and was provided with instructions on putting the faulty pump into storage mode before returning it. The customer was also advised on programming the new settings and connecting their continuous glucose monitor to the replacement pump. Technical support arranged to send the replacement pump and confirmed the shipping address with the customer.